Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Cracks were seen on the middle of the shaft and near the distal. The instrument failed the insul scan test. The probable root causes are normal wear, improper sterilization methods, and user misuse.

Event description:
It was reported that insulation was damaged.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that isulation was damaged.